Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. Unable to verify for battery out of limit alarm due to no act button response. The insulin pump received with crack case at display window corners, crack reservoir tube lip, crack battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.